Manufacturer narrative:
Product code has been removed per FDA request.

Event description:
It was reported that a patient passed away on (B) (6) 2009, eleven days after undergoing a urologic procedure with the da vinci s surgical system.

Manufacturer narrative:
On june 11, 2010, a message requesting additional information regarding the event was left at the office of the console surgeon. A follow-up MDR will be submitted if additional information is received.